Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction strip issue or user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that he tested with his trueresult meter on his grandson and obtained a "hi"-fasting three times. His grandson is not a diabetic. Customer states his grandson feels well, but they set up an appointment to see physician due to these results. Verified the strips expire 06/23/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: 1:hi (B)(6) 2015 11:40:00 am fasting:yes. 2:hi (B)(6) 2015 04:00:00 pm fasting:yes. 3:hi (B)(6) 2015 04:00:00 pm fasting:yes. Customer disclosed that blood test were performed using an alternate site, the forearm.

Manufacturer narrative:
(B)(4). Returned product pending evaluation results.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that he tested with his true result meter on his grandson and obtained a "hi"-fasting three times. His grandson is not a diabetic. Customer states his grandson feels well, but they set up an appointment to see physician due to these results. Verified the strips expire 06/23/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: hi, (B)(6) 2015 11:40:00 am fasting: yes; hi, (B)(6) 2015 04:00:00 pm fasting: yes; hi, (B)(6) 2015 04:00:00 pm fasting: yes. Customer disclosed that blood test were performed using an alternate site, the forearm.